Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject device was firstly implanted on (B)(6) 2016 without a left ventricular lead. On (B)(6) 2016, a left ventricular lead was implanted. The thresholds and impedances measurements were good with psa (pacing system analyzer) testing. The doctor tried to measure the left ventricular (lv) threshold without success: impossible to make a lv threshold, no spikes sent and no markers visible on the egm. With the temporary programming (vvi mode, 90min-1, left cavity) there was no spike, the patient spontaneous rhythm was displayed (65min-1) on the ECG as well as on the egm. No issue was observed on the right cavity. After a nominal mode via the emergency button, re-programming the initial parameters was performed. Then, normal measurements could be performed. Explanation of the reported behavior is required.

Event description:
The subject device was firstly implanted on (B)(6) 2016 without a left ventricular lead. On (B)(6) 2016, a left ventricular lead was implanted. The thresholds and impedances measurements were good with psa (pacing system analyzer) testing. The doctor tried to measure the left ventricular (lv) threshold without success: impossible to make a lv threshold, no spikes sent and no markers visible on the egm. With the temporary programming (vvi mode, 90min-1, left cavity) there was no spike, the patient spontaneous rhythm was displayed (65min-1) on the ECG as well as on the egm. No issue was observed on the right cavity. After a nominal mode via the emergency button, re-programming the initial parameters was performed. Then, normal measurements could be performed. Explanation of the reported behavior is required.

Manufacturer narrative:
Preliminary analysis results showed that the reported behavior is related to a programmer software issue.

Event description:
The subject device was firstly implanted on (B)(6) 2016 without a left ventricular lead. On (B)(6) 2016, a left ventricular lead was implanted. The thresholds and impedances measurements were good with psa (pacing system analyzer) testing. The doctor tried to measure the left ventricular (lv) threshold without success: impossible to make a lv threshold, no spikes sent and no markers visible on the egm. With the temporary programming (vvi mode, 90min-1, left cavity) there was no spike, the patient spontaneous rhythm was displayed (65min-1) on the ECG as well as on the egm. No issue was observed on the right cavity. After a nominal mode via the emergency button, re-programming the initial parameters was performed. Then, normal measurements could be performed. Explanation of the reported behavior is required.